Event description:
A report was received that following an ipg revision (MFR report#3006630150-2014-01114), the patient was experiencing difficulty charging the ipg. The patient underwent another revision where the ipg site was revised. The patient is doing well and is able to charge now.

Manufacturer narrative:
.

Event description:
A report was received that following an ipg revision (MFR report#3006630150-2014-01114), the patient was experiencing difficulty charging the ipg. The patient underwent another revision where the ipg site was revised. The patient is doing well and is able to charge now.